Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to (B)(6) 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to flanks/back on (B)(6) 2017 using cooladvantage coolcurve plus, and to upper and lower abdomen on (B)(6) 2017 using cooladvantage plus coolcore who developed paradoxical hyperplasia (pah/ph) 4-5 months after treatment. Ph was described as fatty adipose tissue in all treated areas, firm, with visibly enlarged tissue volume over the treated areas. On (B)(6) 2018, the patient was assessed by a physician who diagnosed the lower abdomen/back with probable paradoxical hyperplasia (ph).

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to flanks/back on (B)(6) 2017 using cooladvantage coolcurve plus, and to upper and lower abdomen on (B)(6) 2017 using cooladvantage plus coolcore who developed paradoxical hyperplasia (pah/ph) 4-5 months after treatment. Ph was described as fatty adipose tissue in all treated areas, firm, with visibly enlarged tissue volume over the treated areas. On (B)(6) 2018, the patient was assessed by a physician who diagnosed the lower abdomen/back with probable paradoxical hyperplasia (ph).